Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc checked the subject device and found the white foreign material adhered to near the forceps elevator as the user report. Omsc performed the component of the foreign material analysis and the lens cleaner component was detected. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the user and the investigation, omsc concluded this phenomenon was attributed to remains of chemicals such as the lens cleaner due to insufficient reprocessing of the distal end of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the white foreign material adhered to near the forceps elevator of the subject device and the elevator wire could not be moved at the preparation for use. The intended unspecified procedure was completed with same set of equipment. There was no report of patient injury associated with this event.